Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, visual inspection noted set screw marks on terminal connectors. The helix was extended and physically within specification. There was tissue noted in the helix. Resistance and pressure test were used to test electrical performance and insulation integrity. All measurements were within normal limits.

Event description:
Boston scientific received information that this right ventricular (rv) lead became dislodged. A revision procedure was performed and the lead was successfully explanted. No adverse patient effects were reported.

Manufacturer narrative:
At this time, this lead has not been returned. If additional information is received, this report will be updated.

Event description:
--